Manufacturer narrative:
Insulin pump alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform displacement test and basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm. (B)(4).

Event description:
Information received by med information received by medtronic indicated that the insulin pump received multiple motor error alarms. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field and did not report motor position encoder error alert. No harm requiring medical intervention was reported. The device will be returned for analysis.